Event description:
The manufacturer received information alleging a ventilator failed a pm test. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device was recalibrated to address the issue. In addition of the above evaluation, the technician performed repair test and cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.